Event description:
The customer took regular amount of insulin and then wasn't feeling well. Spouse used the device to check blood glucose and obtained a result of 247 mg/dl. They didn't know pt had already dosed insulin and then gave more. Patient ended up in the hospital for three days and was given glucose shots. Controls were not used on the system. They threw the device away so it would not be used again. New product was given to the customer. No return is expected for evaluation.